Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the plastic on the cradle where the vial is connected to the vial adapter and bag was broken, causing the metal screws to be exposed. The reported condition was verified. The cause of the reported shattering of the vial was determined to be the user electing to use the device despite it being "worn down/broken for some time". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mini-bag plus docking assist tool had a worn down or broken ¿plastic part that coats the metal bar which assists in docking the vial onto a mini-bag¿. The reporter stated that this caused ¿the docking assist bar to push metal against glass¿, resulting in the bottom of a vial being shattered during use of the device by a pharmacy technician (pt). The vial used was a non-baxter product, and the mini-bag used was a baxter product containing 50 cc of 5% dextrose in water. There was no report of operator injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured 01 may 2014 - 02 may 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Common device name: equipment, laboratory, general purpose, labeled or promoted for a specific medical use. Should additional relevant information become available, a supplemental report will be submitted.